Event description:
The reporter stated that her mother had a meter to lab comparison test done by her doctor. Her meter read 40 mg/dl and the lab result was 117 or 119 mg/dl. Testing was in a fed state. The reporter said meds were being adjusted, and she is now on 70/30 insulin, based on a lab value. A control test result was in range, 129 (98-146). She said her mother has dementia, and has been on 11 medications for elevated bp, cholesterol, and a blocked left artery after suffering a stroke. The lifescan representative trained on coverage, storage, coding and cleaning.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8